Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number: 2017865-2020-17288. It was reported that the patient presented during a follow-up in clinic. Upon interrogation, both the right atrial and right ventricular leads exhibited insulation anomalies. On (B)(6) 2020, both were capped and replaced. The patient's condition was stable.